Event description:
A customer reported that the touchscreen of their pump was cracked or shattered, rendering it unresponsive and unreadable. There was no information provided regarding the impact on the customer¿s blood glucose level. As a corrective action, the device is set to be returned, and a replacement pump with a new serial number was provided.